Event description:
The customer reported that while the unit was in use on a pt, who was on an artificial ventricular device, the unit stopped pumping due to a "total electrical failure". The pt expired before being switched to another unit.